Event description:
Material no: unknown. Batch no: unknown. It was reported that before use of the unspecified bd¿ 5 ml syringe the pharmacy department found a 5 ml syringe with residue on the tip of syringe. And have found several syringes with discoloration. The following information was provided by the initial reporter: the pharmacy department found fod/residue in a 5 ml syringe. We would like to have a conversation concerning quarantine. We have begun to check all product within the system now and have several syringes that have discoloring that we can see through the packaging.

Manufacturer narrative:
H.6 investigation summary: one photo of a loose 5ml syringe was received and evaluated. It was observed there was foreign matter particles attached to the collar of the syringe outside the fluid path. The particles appeared to be grease with at least one particle larger than level 3 in size and was rejectable per product specification. A physical sample is required to confirm the composition of the observed foreign matter. Potential root cause for the foreign matter defect could not be determined based on the evidence provided. The batch number(s) and physical samples are required for investigation and root cause determination. The root is undetermined. A device history record review could not be performed as lot number was unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. H3 other text : see h.10

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: unknown batch no: unknown. It was reported that before use of the unspecified bd¿ 5 ml syringe the pharmacy department found a 5 ml syringe with residue on the tip of syringe. And have found several syringes with discoloration. The following information was provided by the initial reporter: the pharmacy department found fod/residue in a 5 ml syringe. We would like to have a conversation concerning quarantine. We have begun to check all product within the system now and have several syringes that have discoloring that we can see through the packaging.